Event description:
It was reported that pump display had pixel issues. The customer¿s blood glucose (bg) level that was displayed as "high", although specific value was not provided. Customer addressed elevated bg by a correction bolus via the pump. Cusotmer reverted to an alternative method of insulin therapy.